Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of damaged ports. The output connector assembly was broken. It was also noted that the hanger assembly was broken, there was a backlight issue related to the connector on the main printed circuit board (pcb) and the encoder threads were stripped. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged ports. The epg was returned for service. There was no patient involvement reported.